Event description:
The 9.6 fr. Catheter was placed 2002. On the event date the patient went in for chemo treatment and didn't feel good after. The doctor xray'd the catheter and found that the catheter had broken and embolized. The doctor thinks that it is a clavical pinch off. The 6.7 cm are still in the right atrium. He doesn't have the patients records, they have been transferred to the hospital that will be doing the bone marrow transplant in the near future. No patient injury. No other information provided.